Event description:
On (B)(6) 2012, pt has an outpatient, elective cath revealing preexisting stents in mid and distal rca. The stent in the distal rca has a 95% in-stent restenosis, treated with 3.0x12 apex for pre dilation, and a 2.75x12 promus element plus mr deployed, post dilated with 3.0x8 nc quantum apex otw, and 3.0x12 nc trek otw with good results. Pt is discharged on meds including asa and plavix. On (B)(6) 2012, admitted through ed with chest pain. Admittedly has missed does of plavix. History of gi bleed, and hct on admission is 26.7. Transfused with 1 unit prbc. Enzymes on admission nondiagnostic, but subsequently rose with diagnosis of nonstemi. To ccl (B)(6) 2012. Pre existing stent in mid rca circa 2006 occluded with thrombus, as well as previously place promus in distal rca. Mid and distal rca treated with 3.0x15 apex, thrombectomy performed, and 3.25x15 nc quantum apex mr used to restore timi iii flow, with 0% residual stenosis. Pt discharged on meds including asa prasugrel.